Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. Two days prior to peritonitis diagnosis, the patient experienced abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1 gm, every 3rd day, route was not reported) and ceftazidime injection (1 gm, per day, route was not reported). Antibiotic treatment was discontinued 19 days after the event onset. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.